Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: a review of the black box showed multiple call service 056 alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred during testing. Unrelated to the original complaint, the battery compartment was cracked traveling up from the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.